Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a fever two days after an ipg replacement on (B)(6) 2018 (please see MFR report #: 3006705815-2018-01846). As a result, the patient went to the emergency room and was placed on intravenous (IV) antibiotics and admitted to the hospital. The patient was released from the hospital on (B)(6), and the fever has since resolved.